Manufacturer narrative:
Device available for evaluation: 6935m62 (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post an atrioventricular node ablation and implant of a cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, and left ventricular (lv) leads, the right ventricular (rv) lead exhibited loss of capture in the rv bipolar configuration. The rv lead remains in use. It was also reported that the lv lead became dislodged the day after implant. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.